Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records concluded that (part# 07.704.003s, lot# dsc7712) had no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition and release to warehouse date was: (B)(6) 2015, expiration date: august 31, 2016 and supplier: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a complex humeral fracture procedure on (B)(6) 2016, patient was injected with an expired product. Surgeon was holding the reduction of the fracture and requested norian drillable injectable. A 5cc size of the product was retrieved and mixed but was not used due to a mixing error. The product was not rolled out of the pouch and into the syringe. The error was noted when the sterile syringe was partially opened. A 3cc size of the product was then retrieved, mixed, and injected into the patient¿s fracture. Surgery was completed successfully with no delay and no further harm to patient. This issue was noticed after the procedure while completing the surgery paperwork it was noted the injectable used had expired august 31, 2016. This is report number 1 of 2 for complaint (B)(4).